Event description:
It was reported that approximately six months post vena cava filter deployment, scheduled filter retrieval discovered a detached filter limb. A snare device successfully captured and retrieved the filter and detached limb without incident. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device and a detached arm were returned for evaluation. The filter contained 6 legs and 5 arms present and intact. One arm was broken approximately 0.5mm from the base of the apex. The break appeared to be event with a slightly rough texture. The detached arm measured approximately 2.8cm in length. A dimensional evaluation was conducted by applying heat and the filter took the appropriate shape. Measurements were taken of the device and it met specifications. Additionally, images were provided for review. Based on the image review, a detached limb can be confirmed. Therefore, based on the return device and image review, the complaint investigation is confirmed for a filter arm detachment. Based on the information reported, the definitive root cause for this event is unknown.